Event description:
It was reported that the caller experienced a malfunction on the pump with a specific malfunction code. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by cts in resetting the pump, but the malfunction code recurred, leading to cts deciding to replace the pump. The caller was informed about the resolution, including instructions for returning the malfunctioning pump and details about the training for the replacement pump, which the caller understood and acknowledged.